Event description:
It was reported that the device exhibited lest error code (lec) 46510, 42224, 46443, and 46441. The issue was found during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm reported.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door. The event history confirmed the error codes. System fault 46510 occurred six times, while 42224, 46443, and 46441 occurred once. Functional testing was able to duplicate the reported problem. It was determined that the internal battery was the root cause. The internal battery was charged to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.